Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a groshong catheter was indwelling for less than a month. After being discharged from the hospital, the patient came back for maintenance and found that only the connector was left on the catheter. The patient cannot clearly tell whether the catheter was pulled out or broken in the body. Mtd consultation was immediately carried out and x-rays were taken for the patient. The catheter has not been found in the body yet. The connector is now being sent back for testing to see whether the entire catheter was pulled out or broken. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the catheter found that use residue was present and that no portion of the catheter tubing was visible. The two-piece connector was disassembled and a portion of catheter tubing was found threaded over the proximal connector cannula. The catheter tubing had a complete fracture, occurring near the tip of the connector cannula. Circumferential deformation of the catheter tubing was observed near the fracture site, such that the tubing had a bowed appearance. The appearance of the deformation likely indicated that the tubing had been bunched up inside the two-piece connector. Inspection of the break site found that the fracture edges were uneven/ jagged and the fracture surface was granular, both features consistent with tensile stress. Based on the available evidence, it is likely that the catheter tubing was bunched up inside the connector, causing weak points and material stress to develop, and eventually propagating into a complete break. Bunching up of the tubing may occur due to excessive force or manipulation of the catheter tubing during threading of the catheter through the distal two-piece connector. This complaint will be recorded for future trending and monitoring purposes.